Manufacturer narrative:
H.3 eval summary: upon receipt of v-145d, s/n 5486, a visual inspection was performed. There were no anomalies observed. An interrogation was performed and real-time measurements were checked. The real-time measurements were found to be normal. The device was then attached to a production test connector and tested using the ventritex automated test system defibrillator life test. This test verified proper bradycardia pacing, antitachycardia pacing, and sensing functions. Accurrate high voltage charging and defibrillation output was confirmed, as well as appropriate electrogram storage. Various general parameters including telemetry responses of the device were also tested and functioned appropriately. The problem experienced in the field could not be replicated during co's eval. In conclusion, co's analysis found normal device characteristics.

Event description:
During device-based testing after implant, the device did not appear to sense properly and pacing lead impedance was low. The lead-to-ICD connection was confirmed as good and the lead tested fine on a pace sense analyzer. The ICD was explanted two days after it had been implanted.